Event description:
On (B)(6) 2011, an allen rep was contacted by a biomed employee from (B)(6) reporting that during setup, the handle for the flex frame began to turn independently and the table support moved downward slowly. A pt was on the table, but the surgical procedure had not yet begun. The pt was moved and the case completed w/o issue. The rptr was unsure if the users had struck or moved the handle prior to the observation. The flex frame had been used in prior cases w/o incident. The rptr stated the flex frame would be returned for eval.

Manufacturer narrative:
There were no injuries to report with this incident. Once the condition was noted, the product was taken out of use. The case it was to be used in was completed w/o issue or significant delay. The flex frame has not yet been returned for investigation. When it was rec'd and evaluated a f/u report will be filed with the outcome of the investigation.